Event description:
It was reported that the vial was "dry". This occurred during prep for use. No pt contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.